Event description:
New information has been received on this incident. The customer confirmed wrong use of the cup. The facility followed the case closely and at this stage the lestion seems not too severe and the baby recovers well. The lot used is unknown and the device discarded.

Manufacturer narrative:
We have completed our investigation. : device history record review: a DHR cannot be performed. The customer has not provided any information on the lot#. If clinical innovations receives any update, a lot review will be performed. Sample analysis: no sample has been returned. Root cause analysis. No device was returned to investigate the cause for a device failure. But, the customer has confirmed that the incident occurred due to wrong use of device. This concludes that the root cause is user error-user has not followed instructions specified in the IFU. Conclusion: no investigation can be performed because the lot is unknown, and no device was returned to perform testing. We are unable to confirm this complaint. The root cause is not determined at this time since no sample was returned. A letter has been provided to the facility of these findings. The facility has been encouraged to save any product in question for any future incidents.

Manufacturer narrative:
We are in the process of gathering information. A supplemental will be filed.

Event description:
An incident has been reported that occurred in (B)(6): laying a kiwi sucker during a delivery, then traction and progression of the head. Release of the suction cup. Second insertion of the sucker, progression of childbirth then observation of the purplish and edematous left eye. Decision to remove the suction cup. Confirmation of a bruise and edema in the left eye fusing at the level of forehead and at the base of the nose. Slight right eye edema without bruise. New information reported: we are following this case very closely, at this stage the lesion seems not too severe and the baby recovers well.